Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was damage to the balloon. The catheter was inserted with forceps into the patient for bladder drainage. Two days later, the catheter fell out of the patient due to balloon damage. There was no missing piece found. The catheter was replaced with another catheter.

Manufacturer narrative:
The investigation was confirmed. The device was returned and visual evaluation verified that the balloon sac had burst. The sample was evaluated under a microscope and no conditions were found that could be associated with the reported event. The exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿do not use ointments or lubricants having a petrolatum base. They will damage latex." (B)(4).

Event description:
It was reported that there was damage to the balloon. The catheter was inserted with forceps into the patient for bladder drainage. Two days later, the catheter fell out of the patient due to balloon damage. There was no missing piece found. The catheter was replaced with another catheter.